Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support, the root cause could not be determined because customer declined to fill and load a new cartridge. Multiple attempts were made by tandem technical support to follow up with the customer, but no response was received. Customer's blood glucose was 111 mg/dl at time of alarm. No additional information was provided.